Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was a mismatch in order status between the server and the station. A technical support specialist (tss) performed a full synchronization of the station to redownload the database and align it with the server and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, data sync server was disconnected from the devices due to low ram. As a result, discontinued orders did not update on the device. However, there were no adverse events or injuries reported based on this event.